Manufacturer narrative:
The date of event is estimated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure with an intellamap orion high resolution mapping catheter, an intellanav mifi open-irrigated ablation catheter and a dynamic xt electrode catheter, the patient experienced a cardiac tamponade and recovered. Despite follow-up attempts, no further information was provided. All of the devices used were disposed of.